Event description:
It was reported that the remote transmission showed oversensing and undersensing of false ventricular tachycardia (vt) episodes consistent with noise. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.